Event description:
The 19 mm regent valve was implanted in 2007 and the pt was taking anti-coagulants. The pannus (endodermis) was grown from the ventricular side, along the pivot guard onto the leaflet which caused the leaflet to be immobile. The valve was explanted and replaced with a smaller 17 mm regent valve. The pt was reported to be in good condition.